Event description:
Reportable malfunction: (cn 200232): on sept-30-99 novo nordisk a/s rec'd a novopen 3 device from the united states with the following complaint: "piston rod is stuck in the extended position." There was no indication of an adverse event. Result and conclusion of MFR's investigation: on oct-1-99, novo nordisk established that the collar on the piston rod nut was broken off. The device was tested for dosage accuracy at dose sizes 2, 5, 10 and 20 iu (1 iu - 10 mg:. Conclusion - the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.